Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified the anchor was broken, threads were damaged, and the eyelet self-punching had depth scratches of the 4.75 mm peek swivelock® anchor, self punching with white/blue 1.3 mm suture tape. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
It was reported that the device was found to be defective. There was no harm for patient, operator or third party reported.no further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.